Event description:
Within a year of implantation, many problems went on. Major allergies, pollen, food, chemical, environmental, medications, problems with circulation, arthritis, numbness, sleep problems, abdominal pain, body rashes, muscle pain, fatigue, gall bladder, liver rpoblems, reflux, short term memory loss, addison's disease, swollen lymph glands, pain in breast, diarrhea. Pt became too ill to work. Chronic fatigue; too weak to drive her car. Dr bills, medical bills used up all their money and failed to solve the problems. Implant ruptured. No one realized it was the implant leaking its poison into her system. Blood tests showed immune system dysfunction.